Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- klinsch perfusionist. PMA/510(k)- k130280. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that pre-treatment, during priming they discovered a leakage on the capiox fx05 oxygenator. There is a small tear detected in the connection. The event did not delay the procedure by much, they decided to take a total new set up, and replaced by a new fx05. The patient was treated as intended and was not harmed. The procedure outcome was not reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that a crack had occurred in the blood outlet port. A tube was attached to the blood outlet port. The actual sample was built into a circuit with tubing, and then colored physiological saline solution was circulated. A leak was found around the crack in the blood outlet port. The blood outlet port after separated from the tube was subjected to visual inspection. The distal part of the port had been deformed. The crack in the blood outlet port was inspected under a magnifier and electron microscope and confirmed it was not a crack although was a scratch on the outer surface only. From this, it was conceivable that the scratch was not a chemical crack nor attributable to an external load that could applied to the actual sample during processing, and was likely to have been caused due to an object having come into contact with the blood outlet port. Reproductive testing was performed and as for the scratch, the blood outlet port of a factory-retained sample was made contact with a blade. A scratch similar to that observed on the actual sample was duplicated. As for the deformity, tubing was separated from the blood outlet port of a factory-retained sample in a manner that the blood outlet port was exposed to an excessive load. As a result, the blood outlet port became deformed. From the reproductive test results, the port was deformed when an attempt to remove the tube from it was made, however, as it could not be removed, the tube was cut with a cutter. As a result, a scratch was made on the port. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx05 oxygenator and reservoir. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the scratch that had been caused on the blood outlet port became a route of the reported leak. The deformity and the scratch of the blood inlet port were likely to have been caused by the blood outlet port was deformed when the tube that had been connected to the blood outlet port was attempted to be removed; when the tube was cut to be removed from the blood outlet port, the scratch was caused on the blood outlet port. However, the exact cause of the reported event cannot be definitively determined based on the available information.